Event description:
The customer reported that while pipetting an hbc microwell plate on summit, it was reported that no reagent was pipetted into row e. No error was reported. No death or serious injury was associated with this incident.